Manufacturer narrative:
Investigation eval: our eval of the returned biliary dilation balloon could not confirm the report. The balloon was intact and had not ruptured. However, during our eval to verify potential leaks in the balloon (pinholes), the balloon could not be inflated with water because there was an occlusion. The juncture hub was sectioned to see if this was the location of the occlusion. All lumens appeared to be opened. The balloon was then out open to verify that the inflation lumen was not occluded. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete eval. There was an occlusion somewhere in the inflation lumen. This occlusion prevented verification of balloon leakage, however, a visual examination of the balloon confirmed it had not ruptured. The occlusion could have been in the inflation lumen from dried contrast. The user confirmed a 1.1 mix of contrast and water were used to inflate the balloon. If enough time passes for the contrast to dry, this can occlude the inflation lumen and prevent balloon inflation. The add'l info provided indicated the balloon did not receive lubrication and negative pressure prior to advancement through the endoscope. This could have contributed to the complaint. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain deflation. The instructions for use direct the user to introduce the deflated balloon into the accessory channel. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contain the following warning: "do not exceed the recommended balloon inflation pressure as listed on the inflation device and on the catheter tag of the balloon dilator: "over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Prior to distribution, a portion of the lot is subjected to a test to ensure device integrity. During the this test, the outer diameter vs. Pressure is measured/verified. A review of the device history record confirmed that the lot said to be involved met mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering. Risk assessment: qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic papillary balloon dilation (epbd), the physician inserted a quantum ttc biliary balloon dilation over a wire guide and attempted to inflate the balloon. The user could not add more than 6atm of pressure, and confirmed the balloon had ruptured. It was replaced with a product made by another company to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.